Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for investigation as it remains implanted into the patient's eye. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only investigation under this production order. The lens met specification prior to release. Labeling review: the directions for use, (dfu) was reviewed. The dfu provides directions where it is stated that special care should be taken to ensure proper positioning of the tecnis toric lens at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case. Residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment with the intended axis of placement. The warnings state rotation of the lens away from its intended axis can reduce astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. As a result of the investigation the reported complaint could not be confirmed and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): lens catalog # and serial # were not provided; therefore, the expiration date is not available. If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. The device manufacture date is unknown because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zct300 intraocular lens (iol) was implanted and rotated about 60 to 70 degrees. It was reported that the doctor plans to rotate the lens. No further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Pt date of birth - (B)(6) 1954. Pt gender/sex - female. Date of event: (B)(6) 2015 (approximately 3 weeks post implant). Additional information received stating that the lens was rotated back in place three weeks after the initial placement. Reportedly, patient outcome was -1.00 sphere; lens remained implanted and patient was only initially disappointed. Expiration date - 09/01/2017; catalog# zct300u105. Implant date: if implanted; give date: (B)(6) 2015. (B)(4). Mfg date: device manufacturing date - 10/01/2013. All pertinent information available to abbott medical optics has been submitted.